Event description:
It was reported that externalized conductors were observed via fluoroscopy during normal battery change out. No electrical anomalies were detected. Patient was asymptomatic. The lead remains implanted, and the patient will be monitored with routine follow-up. The patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient received a vibratory alert for out of range high voltage lead impedance. Changing lead impedances were reproducible with isometrics. Capture anomaly was also noted. The lead was capped.